Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that crossing difficulties were encountered. The patient underwent percutaneous transluminal coronary angioplasty of the 80% stenosed target lesion located in the mildly calcified and severely tortuous left anterior descending artery. A 28 x 2.75 promus elite drug-eluting stent was advanced for treatment but failed to cross the lesion. The device was removed intact, and the procedure was completed with a non-boston scientific stent. No patient complications were reported. However, returned device analysis revealed a hypotube break.

Manufacturer narrative:
Device evaluated by MFR: promus elite ous mr 28 x 2.75mmwas returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. The device was received in two sections as a result of a break in the hypotube. The break was located at 22cm distal to the distal end of the strain relief. A kink was located at 22.5cm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.